Manufacturer narrative:
Additional manufacturer narrative/corrected data date of event.

Manufacturer narrative:
Describe event or problem - event description updated based on information received from the physician's office.

Event description:
This patient had an endovascular repair for a non-ruptured abdominal aortic aneurysm on (B)(6) 2018 using a gore® excluder® aaa endoprosthesis. The patient had a burkholderia cepacia bloodstream infection in (B)(6) 2018, possibly after a traumatic blood draw. On (B)(6) 2019, the patient underwent computed tomographic guided drainage of a para-aortic abscess. On (B)(6), 2019, the para-aortic abscess culture identified burkholderia cepacia. On (B)(6) 2019, the patient returned to the facility for explant of the graft, which when cultured upon explant grew burkholderia cepacia. The isolate was sent to state public health lab where the organism was identified as herbaspirillium seropedicae. Despite multiple requests, medical records, operative reports and laboratory reports have not be made available to gore. In addition, the device was not provided to gore for analysis.

Manufacturer narrative:
Concomitant medical products: plc141400/17688758 UDI: (B)(4).

Event description:
On (B)(6) 2018, this patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm by dr. (B)(6) and (B)(6) medical center. On an unknown date in (B)(6) 2018, this patient was admitted to the hospital for burkholderia bloodstream infection. Treatment was not reported to gore. On (B)(6) 2019, the patient was readmitted to the hospital. On (B)(6) 2019 a CT guided drainage of a para-aortic mass that grew burkholderia was performed. On (B)(6) 2019, a PICC line was placed. On (B)(6) 2019 the patient was discharged home with home health, and was expected to receive 2-3 weeks of IV antibiotics. The patient is expected to undergo an explant of the suspected infected graft, although this has not been reported to gore.